Event description:
(B)(4) clinical study. It was reported that following a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The index procedure treated a 100% stenosed target lesion located in the proximal right coronary artery (rca). The lesion was pre-dilated and three taxus express2 stents 2.75 x 28, 3.00 x 32 and 3.50 x 12 mm were implanted, without gaps, for complete coverage. The target vessel diameter was 3.3 mm and length was 16.0 mm with 0% residual stenosis. The 90% stenosed lesion located in the distal left circumflex artery (dist-lcx) was pre-dilated and a 3.00 x 28 mm taxus express2 stent was placed. The vessel diameter was 3.3 mm and the lesion length was 5.2mm. After the procedure the diameter was 9%. Visual stenosis was 0% after the procedure. The six month coronary angiographic (cag) follow up showed an aneurysm at dist-lcx.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4): device not returned for analysis.